Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported a loss of suction from the foot peddle during the creation of a lasik flap in an unknown eye and the procedure was aborted. A new patient interface was used, and the procedure was completed without any complications. There are multiple related reports for this facility. This report addresses a pi¿s (B)(6) and additional manufacturer reports will be filed.

Manufacturer narrative:
Additional information provided in h.3., h.6., and h.11. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. Further information and logfiles are requested, but not received. The sample was not returned to the manufacturer for evaluation. The root cause cannot be identified conclusively because no sample have been received. The manufacturer internal reference number is: (B)(4).